Manufacturer narrative:
Additional information received (B)(6) 2026: the patient was reported to have recovered, with the event resolving approximately two months after its onset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D.4 updated d10 updated: product ID: etlw1620c124ee, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the sponsor assessment has been updated to possibly related to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the patient presented with pre-operative fluctuating blood pressure readings up to 179/124 mmhg, including the day prior to the index procedure. After implantation, the readings were partly normal. It was noted that three days later, blood pressure readings reached 184/108 mmhg; subsequent checks showed lower values. Due to another spike in blood pressure on the following day, with 180/108 mmhg, antihypertensive medication was administered, resulting in a decrease in blood pressure. Blood pressure continued to be monitored, nitroglycerin spray was administered as needed and the patient was discharged two days later. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c124ee, serial/lot #: (B)(6) , ubd: 23-oct-2027, UDI#: (B)(4) product ID: etlw1620c124ee, serial/lot #: unknown, ubd: unknown, UDI#:unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa . It was reported that four days later the patient developed malignant hypertension which required concomitant or additional medication and prolonged hospitalization to treat. The patient was discharged two days later. The sponsor assessed the event as causally related to the index procedure. The site assessed the event as not related to the device, index procedure or an underlying condition/ disease.